Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. The enclosure was cracked by the drain fitting. This was causing a leak. Both covers were cracked, the micro switch was bent, the line cord was worn, the pole clamp was damaged, and the block assembly was missing. In addition, the heater did not pass electrical testing. The customer reported product problem (water leak) was confirmed during testing. The leak resulted from a crack in the enclosure by the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned crack was caused by the user. This was established as the root cause. The enclosure and the aforementioned worn components were replaced. The device then passed the functional tests.

Event description:
It was reported that a smiths medical fluid warmer was leaking water. No adverse patient effects were reported.